Manufacturer narrative:
Qc prior to the event was within lab established ranges. A bci field service engineer (fse) found wash manifold was not vacuuming properly. Fse replaced the 3-way solenoid valve and the optical switch. Fse tightened the loose reagent syringe, which resolved the issue. On (B)(6) 2011, the customer stated that the unit was operating normally. Although hardware was addressed a clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high %hemoglobin a1c (hba1c) results generated unicel dxc 800 pro synchron clinical system for three patients samples. The results were not reported out of the laboratory. The customer was unable to retrieve the repeated results. Patient treatment was not impacted by this event.